Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. A root cause for the report of gi bleeding could not be determined through this evaluation. No further issues have been reported since the resolution of this event. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a gi bleed on (B)(6) 2014. Patient received 1 unit of red blood cells on (B)(6) 2014. The physician reported that the bleed was "probably" related to the device. The date of resolution was reported to be on (B)(6) 2014.